Event description:
It was reported during device follow-up that wound dehiscence was noted as the pump was visible from the opening in the pocket. As a result, wound drainage was present in the opening and the device system was explanted. It was noted that infection would likely be present, but it was unknown at the time of this report. The outcome of the event and the status of the patient were also unknown. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient was hospitalized. The physician stated the patient was with poor insight¿memory issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).